Manufacturer narrative:
Date sent: 08/13/2008. Damaged shaft, open handle seam. Eval summary: the analysis results of the device found that it was returned broken at the proximal end. Additionally the handles were found to be separated at the thumb ring area. The grasping feature could not be evaluated due to the returned condition. No conclusion could be reached based on the analysis results as to what may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap roux-en-y procedure, the device would not grab the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.